Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by a customer that the pump reading downstream occlusion with medication vimizim infusing. Tubing disconnected and piv patency checked. Piv flushed well without complications. Reconnected tubing and downstream occlusion from pump again.